Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be fully powered on and remained unresponsive. There was no patient involvement, as the pump was being used for demonstration and was not being used on a customer at the time of the reported event.